Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. The customer's blood glucose level ranged between 84-85 mg/dl. The same cartridge was reloaded and no additional cartridge alarms were received. Tandem technical support advised the customer to perform a supply change.